Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex, dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies for chronic renal failure. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent, abdominal pain and pyrexia and was hospitalized the same date. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2011, the patient began remedial treatment with unspecified antibiotic (name, dose, route and frequency not reported). The event of peritonitis was resolving. Extraneal viaflex and dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies were ongoing. The physician stated the event of bacterial peritonitis was unrelated to extraneal and dianeal-n pd2 therapies.